Manufacturer narrative:
Device passed the displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and also insulin pump was not showing any alarm. Customer's blood glucose value was 445 mg/dl. Customer stated the other blood glucose value was 314 mg/dl, 440 mg/dl. Customer experienced symptoms such as difficulty in breathing, tired. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported allege insulin pump was under delivering. The customer was treated with manual needles. Troubleshooting was performed. The insulin pump will be returned for analysis.